Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital after receiving vibratory patient notification alert. Patient was experiencing palpitations. Upon device interrogation, alert for non-sustained v oversensing of electrical noise was observed. Lead was explanted. Patient tolerated the procedure well and was doing well.